Event description:
During an atrial fibrilllation pfa procedure, just after inserting the sheath into the patient, it was noted that the sideport on the sheath was ripped at the connection with the sheath handle. A small amount of blood leaked so the sheath was exchanged which resolved the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath was received for analysis. The sideport tubing was partially cut at the sideport tubing, a small piece of tubing remained in the sideport. No stretching was noted on the sideport tubing. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the cut remains unknown.